Event description:
The patient claimed that the all the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. The bolus button was also found not to respond to button presses, difficult to press and the internal key contact was misaligned. The keypad buttons did not have normal spring back. There was evidence of contamination found under the key contacts.